Event description:
Surgeon began to do a resection of pt's colon. Upon beginning the hook up of colon to rectum, staple gun malfunctioned, shredding up a few inches of pt's colon thereby, forcing the surgeon to shut pt's bowels down for 10 weeks, which also forced pt into an ileostomy with bag (all in same operation) all due to the misfiring of ethicon's staple gun.